Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and use specific finger positioning to press the button, but the issue persisted, so a replacement pump was arranged. The customer was informed of the need to use manual daily injections as backup therapy. They acknowledged instructions on returning the faulty pump and confirmed the shipping address for the replacement.